Manufacturer narrative:
Unk. Investigation type 4110: lens work order search-no similar complaints reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5_12.6 implantable collamer lens of -8.5 diopter was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise reported. Reportedly residual astigmatism was corrected by incision. The lens remains implanted.

Manufacturer narrative:
H3 device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
B5 - "on (B)(6) 2022 the lens was exchanged for a same model/longer length lens due to low vault and refractive surprise. Reportedly, "the main complaint of this case is the low vault. Due to low vault after the initial surgery, the surgeon decided to exchange with a larger size . He also considered changing the diopter at the same time.' The problem is resolved." Should be added to the initial MDR. D6b - explant date (B)(6) 2022 should be added to initial MDR. H6 - health effect - impact code: 4629 should be added to the initial MDR. H6 - medical device problem code: 1583 should be added to the initial MDR. Claim #(B)(4).

Manufacturer narrative:
A2- corrected to : 25-jan-1997 in initial MDR. Claim #(B)(4).